Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to authenticate. A technical support specialist logged into the application server and verified that all services were enabled, restarted the active directory synchronization and data synchronization services, then reviewed system errors in event viewer, identified errors and dialed into the application server using the daily password provided by the customer support center agent, noted that customer emails were bouncing back and updated the email address in the patient encounter system (pes) user account, reviewed identity server logs, which indicated errors. The customer support center agent executed the configuration identities batch file to correct the certificate and restarted the world wide web (www) services. After these actions, login access to both patient encounter system (pes) and health sight viewer (hsv) was restored, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to authenticate. However, there were no delay or adverse events or injuries reported based on this event.